Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the explant procedure; the pulse generator¿s atrial setscrew could not be untightened. The lead and device were explanted. The patient was in stable condition post procedure.

Manufacturer narrative:
The reported event of a stuck setscrew was confirmed. As received, the setscrew was firmly stuck in the connector block which required destructive methods to separate it from the device connector. Analysis performed confirmed the presence of epoxy in the connector block threads area due to a possible manufacturing anomaly. A review of the manufacturing records found no non-conformances for this device.